Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was experiencing unspecified problems that could be related to premature battery depletion and has been hospitalized. It was noted that the patient's device has not been interrogated in a while. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was further reported that the patient underwent a prophylactic battery replacement. The suspect device has not been received to date.

Event description:
It was further reported that, per the physician, the issues that the patient was experiencing is that the "battery was replaced." The onset of the issues leading to hospitalization is reported to be beginning of (B)(6) 2025. The patient has reportedly not had any procedures during the last year where the vns may have come in contact with electrocautery. It was also reported that the patient had shown behavioral issues. The patient's mother believed that the patient's vns was potentially causing more harm to him. The patient had a new battery placed and vns was re-enabled. The patient was also noted to have had a "recurrent breakthrough seizure" which required hospitalization.

Event description:
It was further reported that the pathology department of the explanting facility has no record of receiving an explanted medical device in the pathology department. However, they could not definitively state the medical device was discarded at surgery.

Event description:
Per the physician, the patient's seizures were above pre-vns level. Per the physician, the relationship between the increase in seizures is "other: report that the device was ultimately replaced and re-programmed." The physician specifies that the patient has been fine since they re-programmed. The reported cause of the patient's behavioral issues is related to vns stimulation.